Event description:
Case description: investigational result. Name: novopen4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. No further information available. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary. Name: novopen4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) broke some ribs [chest injury]. Hypoglycaemia [hypoglycaemia]. Novopen4 was not administering insulin, hospital checked the pen and said it was not working properly [device failure]. Case description: this serious spontaneous regulatory authority case received from medsafe from new zealand was reported by a consumer as "broke some ribs(rib injury)" with an unspecified onset date, "hypoglycaemia(hypoglycaemia)" with an unspecified onset date, "novopen4 was not administering insulin, hospital checked the pen and said it was not working properly(device failure)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. On an unknown date, patient reported that the novopen4 was not administering insulin. The patient subsequently suffered severe hypoglycaemia and fell and broke some ribs and was admitted to hospital. Patient was in hospital for approximately one week. The hospital checked the pen and said that it was not working properly. Batch number for novopen 4 was not reported. Action taken to novopen 4 was not reported. The outcome for the event "broke some ribs (rib injury)" was not reported. The outcome for the event "hypoglycaemia(hypoglycaemia)" was not reported. The outcome for the event "novopen4 was not administering insulin, hospital checked the pen and said it was not working properly (device failure)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available. References included: reference type: e2b. Authority number reference ID#: (B)(4). Reference notes: medsafe, nz. Preliminary manufacturer's comment: 25-jul-2024: the suspected device is not returned to novonordisk nor the batch number is available for investigation. No conclusion is reached.